Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving adequate stimulation. Although the pt feels stimulation, the amplitude is not strong enough. Reprogramming failed to resolve the issue. Surgical intervention may be taken at a later date to address this issue.